Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a splenic artery laceration using a pod packing coil (podj). During the procedure, the podj became stuck halfway through its introducer sheath and would not advance further; therefore, it was removed. The procedure was then completed using new ruby coils. There was no report of an adverse effect to the patient.